Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿extra-large press-fit cups without screws for acetabular revision¿ by christian obenaus, md, et al, published by the journal of arthroplasty (2003), vol. 18, no. 3, pp. 271-277, was reviewed. This retrospective study reports the 4- to 6-year results of clinical and radiologic follow-up of 60 acetabular revisions using extra-large hemispherical press-fit cups without additional screw fixation from may 1992-december 1994. The implants used in the index tha were unknown. Implants used: duraloc press fit cup with polyethylene liner. Information regarding the femoral components used with these products was not provided. Results: 1 revision of the cup for implant loosening at 12 months. 1 liner infection at 3 years. This patient had an additional surgery with cup and liner revision at 4.5 years for infection. 1 liner exchange with irrigation and debridement at 5 years. 5 cases radiographically identified device migration. The migration was confirmed on progressive studies. The cups required no intervention and were stable at last follow-up. 33 cases of extraskeletal ossification- no intervention required 1 patient who experiences moderate pain with joint movement impairment 13 cases of moderate to severe limp requiring no intervention. Captured in this complaint: duraloc cup for loosening and migration. 2 duraloc locking rings for infection. Polyethylene liner revision for infection, a second polyethylene liner for infection (re-revision). Patient harms: infection, medical device site joint movement impairment, extraskeletal ossification, limb asymmetry, surgical intervention, medical device removal, and pain.